Event description:
It was reported that several weeks after lead implantation, the patient came back into clinic for follow up because his condition degraded as before lv lead implantation. The physician noticed that stimulation impedance was <200 ohms and stimulation was intermittent at 7.5 v. The lead seems to be broken. A new l v (a quartet lead) was implanted by subclavian access. The myodex lead was not removed for the moment.